Event description:
It was reported that the wake button became detached from the pump; consequently, the pump screen could not be turned off. There was no reported impact to customer's blood glucose levels. The device is expected to be returned, and a replacement pump with a serial number provided has been arranged. No additional information or actions were indicated.